Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the allegation that blood was "seeping" from the wound site is related to activ.a.c.¿ therapy system.

Event description:
On mar 17 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On may 19 2017, the device was tested per qc procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the disposables, kci's assessment remains the same; it cannot be determined that the allegation that blood was "seeping" from the wound site is related to activ.a.c.¿ therapy system.

Event description:
Kci completed a manufacturing records review for v.a.c.® granufoam¿ lot no. 3064888. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on information provided, it cannot be determined that the allegation that blood was "seeping" from the wound site is related to activ.a.c.¿ therapy system. It is also unknown if or what medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ; · infection; · trauma; · radiation; · patients without adequate wound hemostasis; · patients who have been administered anticoagulants or platelet aggregation inhibitors; · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On mar 19 2017, the following information was reported to kci by the patient's family member: the family member alleged that there was blood seeping from the patients wound site. No further information was provided. On mar 24 2017, the following information was reported to kci by the home health nurse: the patient was not seen for admit into their services until (B)(6) 2017. At the time of visit the patient did not have any bleeding from the wound. He was informed at that time by the patient's daughter that the patient went to the emergency room (ER) on (B)(6) 2017 due to bleeding. While at the ER the patient's dressing was changed and the bleeding was stopped. The patient was released to his home after the bleeding was stopped. The patient's daughter did not give him any further detail as to how the bleeding was stopped or how much bleeding had occurred. He reported the information to the patient's physician at that time. He only saw the patient the one time and could not provide any further information. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, kci quality engineering (qe) determined that the patient was refusing to allow exchange of the device. The unit remains with the patient to date with no further reported issues. To date, this device is unavailable for evaluation in kci qe.